Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 indicating consecutive stalled motor and was disconnected from the ilet, resulting in prolonged hyperglycemia with a reported peak blood glucose of 359 and elevated readings for approximately three hours until insulin delivery resumed after a guided supply change. Symptoms included thirst. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included device function verification and troubleshooting with user education, during which the device successfully completed motor and supply change checks and insulin delivery was restored. Investigation of this case revealed a cause that remained unclear. It was concluded that the event involved hyperglycemia of unclear cause with successful resolution after supply change and device restart. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.